Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 298mg/dl, 200mg/dl, 204mg/dl. Tests were done <10 mins apart with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.